Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that b30 error occurred because the subject device malfunctioned due to incorrect reprocessing methods. It was found out that b30 error occurred in the multiple cv-190 at the site, including the loaner cv-190. B30 error indicates scope communication error, and this error occurs when the device cannot communicate with an endoscope. (Clv-s190 instruction manual chapter 9 troubleshooting 9.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿after using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had a b30 scope communication error with multiple cv-190's. The procedure was diagnostic in nature and the issue was identified when plugging the camera into the video processor. A patient was on the table but no significant delays as a another camera was grabbed to use to complete the procedure. There were no reports of patient harm associated with the event.